Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was noted after a post-implant balloon aortic valvuloplasty was performed. No treatment was prescribed. A post-procedure electrocardiogram did not show lbbb, but did reveal sinus bradycardia with first degree atrio-ventricular (av) block. Two days post-implant, av block with pauses resulted in patient dizziness and near-syncope. A permanent pacemaker was implanted. No subsequent adverse patient effects related to the arrhythmia were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Bradycardia is a generally known result of conduction disturbances. Conduction disturbances, such as those described in this event, are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav), as occurred in this case.

Manufacturer narrative:
(B)(6).